Event description:
It was reported that patient sent a mail that states he has an appointment with urologist next week. Patient can only achieve a partial erection with his inflatable penile prosthesis (ipp) device, even though the bulb is very hard after only a couple of pumps. Patient is squeezing the bulb quickly and firmly the first time and releasing it and he wants to know if he is doing something wrong.